Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short-circuit condition. It was reported that a vns pt experienced an increase in seizures that were above pre-vns baseline. Based on the clinical symptom and the diagnostic history of the pt's device, the neurologist stated the increase in seizures was related to low levels of therapeutic medicament and not related to vns therapy as the pt is doing well after medication was increased. However, current info may suggest a possible relationship to the short-circuit condition of the implanted lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.